Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly. Troubleshooting was performed. Customer's blood glucose was 146 mg/dl at the time of the incident. It was reported that the up and down arrows were unresponsive every now and then. It was also reported that the customer stated the it can be that the insulin pump was dropped or exposed to moisture. The insulin pump was not returned for analysis.